Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient is experiencing pain due to scs ipg becoming superficial to the skin. Reportedly, patient was experiencing discomfort (described by patient as burning sensation) at pocket site. As a result, patient may underwent a surgical intervention on (B)(6) 2018, wherein scs ipg was explanted and replaced. Effective therapy has been resumed post operatively and issue has been resolved.